Event description:
It was reported that the patient presented in clinic for a generator exchange procedure on (B)(6) 2022. It was noted that the right atrial (ra) lead was dislodged. The patient was asymptomatic. The ra lead was capped and a new ra lead was successfully implanted. The patient was stable throughout the procedure.